Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had been reusing the cartridges. Additionally, the customer had been overfilling the cartridge with insulin and using the same cartridge and infusion set for over 2 days using humalog insulin. There was no adverse impact to the customer¿s blood glucose level. The customer loaded a new cartridge to resolve the issue.